Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a manufacturing representative regarding a patient receiving morphine (concentration 10mg/ml, dose 5.2mg/day) and hydromorphone (concentration 10mg/ml, dose 2.6mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. The patient experienced no therapeutic effect/relief since implant and had stated that the pump never worked. The physician told the manufacturing representative that the pump rollers moved 10-15 degrees but not the 60. The manufacturing representative noted that the patient confirmed the pump is not alarming and the manufacturing representative explained to the patient that the pump is not stalled. The pump was going to be explanted and sent back for testing and a free new pump was going to be requested. The manufacturing representative stated that maybe he could talk to the physician about not replacing it if he could read the logs. Reportedly, the physician thought the pump was moving sluggishly. The manufacturing representative was not aware of any discrepancy in the volume. It was later reported by the manufacturing representative that there were no motor stalls, the pump was explanted on (B)(6) 2015 and replaced. The manufacturing representative did not think there was a slow roller movement. There was also no pending alarms and no alarms in the logs. A dye study was performed and the results of the dye study were negative. The device was explanted. The patient recovered without sequelae

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.